Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that an ultraflux dialyzer clogged during a patient's continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 12 hours after treatment initiation. Treatment was discontinued. The patient experienced blood loss as a result of the reported issue. The patient' estimated blood loss (ebl) was not provided. The patient did not experience a serious injury or require medical intervention. The sample is available to be returned to the manufacturer for physical evaluation. No additional information has been provided.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation. A small number of retention samples are available, however testing did not occur as only a small number of samples are available and the lots are subjected to 100% testing. The likelihood of detecting a failure in a retained sample is very small. A review of the batch records indicates that (B)(4) units originated from this lot and were inspected according to protocol and found to be conforming to specifications. No indication of any relationship with the repoted failure mode was found during the review. The reported issue is not confirmed. Furthermore the cause of the reported event cannot be determined.

Event description:
It was reported to fresenius that an ultraflux dialyzer clogged during a patient's continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 12 hours after treatment initiation. Treatment was discontinued. The patient experienced blood loss as a result of the reported issue. The patient' estimated blood loss (ebl) was not provided. The patient did not experience a serious injury or require medical intervention. The sample is available to be returned to the manufacturer for physical evaluation. No additional information has been provided.